Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise oversensing causing automatic mode switch on the right atrial lead (ra). Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise oversensing causing automatic mode switch on the right atrial lead (ra). Programming changes were performed to resolve the issue. The patient condition was stable.